Event description:
Revision surgery - the pt had failed femoral components due to osteolysis.

Manufacturer narrative:
The reason for this revision surgery was to replace the failed femoral components after ten years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the tenth complaint for this part number: four due to dislocation, three for stability/poor joint issues, one packaging due to contamination from flooding, one loose device, and one due to revision for leg length. This is the first complaint for this lot number. The root cause for the failed component was determined to be due to osteolysis. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.